Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware that the patient experienced a continuous glucose monitoring (cgm) inaccuracy. The patient reported that they went to bed fine but woke up due to feeling high. The patient checked their cgm which showed 248mg/dl compared to their bg meter which showed 448mg/dl. Data was not evaluated. The reported allegation was not determined. A probable cause could not be determined. No additional event or patient information was reported.